Event description:
A customer contacted baxter's technical service center reporting air in the patient line while on the homechoice machine. The home patient (hp) started therapy and did not check the patient line for air. The hp was in the initial drain and therapy was air in the patient line. The technical service representative (tsr) assisted the hp with ending therapy and the hp would restart the setup with all new supplies. Product surveillance (ps) contacted the hp on (B)(4) 2011 regarding the air in the tubing. The hp started over with new supplies and resumed therapy. Ps advised the hp to make sure the lines are checked for air prior to connection and the hp understood. The hp did not follow up with her peritoneal dialysis nurse about the air in the line. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a air in tubing without alarm was confirmed because the user did not check the patient line for air before starting therapy. During initial drain the patient observed air in the line. Users are instructed to check the patient line after priming to ensure the fluid is near the connector and there is no air in the line. This review found the labeling adequate for the use error in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.